Event description:
The field service engineer reported that the automated impella controller (aic) was sent for preventive maintenance and upon return of the console there was a big hole in the rear housing. There was no patient involvement.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damage to the rear housing has been completed. The impella automated controller was received from the customer. The field service engineer (fse) confirmed extensive damage to the bottom of the rear housing, the housing was cracked. The fse inspected the interior of the console and noted the power battery manager (pbm) had also been damaged. The fse replaced the console rear housing and pbm. The cause of the damage to the console rear housing and pbm was likely due to mishandling of the console. This report is being filed as part of a retrospective review of historical records.